Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys/ expiration date: 28-nov-2022/ serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, mfg date: 01-june-2021, labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operative the patient experienced perforation, tamponade, and pericardial effusion during implant of a leadless implantable pulse generator (ipg). A drain was used. Rescue was attempted. It was reported that the patient expired. Cause of death was given as cardiac tamponade.